Event description:
The customer reported a burned rear shell on the dinamap pro series. No patient injury reported.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.